Event description:
The pt was implanted with a left ventricular assist device. The hospital reported the pt received a pump exchange on (B)(6) 2014 for suspected pump thrombus.

Manufacturer narrative:
The lvad was returned to the MFR for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.